Event description:
The manufacturer received information alleging a ventilator failed a test step during preventive maintenance testing. There was no harm or injury reported. The device evaluation has not yet been completed. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator failed a test step during preventive maintenance testing. There was no harm or injury reported. The device was evaluated onsite by the manufacturer's field service engineer and a failed test was observed. The device failed the system leak verification test, and a service required alarm condition indicating the proportional valve was stuck was observed. The device's oxygen blending module assembly was replaced to address the issues. Additionally, the device's three-way solenoid on the fio2 housing was found to be damaged causing a leak and was replaced to address the issue. The device was tested and passed all final testing.